Manufacturer narrative:
The user reported a hypoglycemia event and complained of not receiving notifications on the mobile device. The event happened on 23-feb-2025 at 08:30 am and the user reported that blood glucose (bg) value was 60 mg/dl. Sensor glucose (sg) value was not provided. A review of the data management system (dms) revealed that bg value of 60 mg/dl was entered into the system at 09:44 am. Sg value was not available as calibration was not entered on time and it was past due. The system started displaying sg values once the calibration was accepted by the system. The system did not assert any low glucose alert as sg values were not available. The low glucose alert threshold was set at 65 mg/dl. User was able to self resolve the event by drinking juice. Multiple attempts were made to gather additional information, but the user refused to provide. A case(complaintrec-(B)(4)) was created to address the issue of the user not receiving notifications for calibrations.the user was able to self resolve the event by drinking juice. No further resolution was possible for this complaint due to lack of response from the user. B4. Date of this report 08 april 2025. G3. Date received by the manufacturer? 08 april 2025. H3. Device evaluated by manufacturer? Yes . H6. Medical device problem code updated to 1012. H6. Component code updated to 510. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where reported a hypoglycemic event on (B)(6) 2025 where user's bg was 60 mg/dl and sg was not provided.after dms review bg of 60 mg/dl was entered at 9:44 am. The user did not have sg data as a calibration was past due at that time. After the calibration was accepted, the user resumed having sg values.the user did not receive any alerts as they did not have values.user drank sone juice to self treat.